Manufacturer narrative:
A field service engineer (fse) was on site and started the investigation. The fse found the ventilator functioning normally and could not reproduce the reported problem. All performed pre-use checks (puc) passed without deviation and no part was replaced. The ventilator's logs were downloaded and it was returned to service. Our investigation consists therefore only of device log evaluation. Test logs show that a puc wasn't performed prior to ventilation start. The latest puc was performed 1 month before date of event and had passed successfully. The reported "low minute volume" alarm was confirmed in event logs. This had occurred once and was a startup alarm. Event logs show that alarms for high pressure, high peep (positive end expiratory pressure), high respiratory rate and low peep were generated during ventilation. Those alarms can indicate difficulty in exhaling due to high resistance which might have been caused by moisture in the patient circuit and/or filter. Per design there is no alarm for a transducer failure during ventilation as reported, such message can only appear during puc. Performed puc directly after reported event failed in flow transducer test due to an error in expiratory flow measurement. This was noticed in event logs as a technical error in expiratory cassette at the end of ventilation. This is also an indication of moisture in the patient circuit. Our conclusion is that there was no ventilator malfunction since the observed problem was not reproduced. Observed alarms and flow transducer test failure were most probably caused by moisture in patient circuit. Reference exemption #: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient alarms for low minute volume were generated. It was further reported that the ventilator experienced transducer failure during patient treatment. There was no harm to patient. (B)(4).